Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2011. The sling was introduced according to the guidelines. When trying to remove the outer sheaths there was a lot of friction/tension between the tape/tissue patient/sheath. Pulling on the sheath resulted in a rupture of the plastic sheath. A piece of plastic sheath was left behind in the patient and it could not be found again. The surgeon tried to recover it without success. The surgeon decided to leave the tape and sheath and finish the procedure. The tape was placed again.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.